Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the drill bit welded in cutting guide (zero degree sp2 tibial cutting block) broke. Broken instrument.

Manufacturer narrative:
The cutting block was submitted with the unidentified drill pin stuck in one of the drill pin holes. The root cause is attributed to suspected user technique. The drill pin was not properly aligned with the cutting block pin holes. A search of the complaint database against the product code 966320 did not identify a trend of pins getting stuck in the drill pin holes. Based on the determination of user technique as the root cause and the low frequency of reported events, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The cutting block was submitted with the unidentified drill pin stuck in one of the drill pin holes. The root cause is attributed to suspected user technique. The drill pin was not properly aligned with the cutting block pin holes. A search of the complaint database against the product code (B)(4) did not identify a trend of pins getting stuck in the drill pin holes. Based on the determination of user technique as the root cause and the low frequency of reported events, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.